Manufacturer narrative:
Zoll has not received the thermogard console in complaint for investigation. A follow-up report will be submitted if and when the product is returned, and an investigation has been completed.

Event description:
During device check, the thermogard xp ivtm system (s/n (B)(4)) displayed a tcmid:01 (pump failed) error message. No patient involvement.

Manufacturer narrative:
H4 (device manufacture date) was updated. The thermogard xp ivtm system ((B)(6)) in the reported complaint was not returned to zoll and was not evaluated at the customer site. However, the event logs were sent to zoll and were reviewed. The event log review showed multiple tcmid:01 (pump failed) error messages around the customer's reported complaint date, confirming the customer reported complaint. In addition, the customer sent a video clip to zoll, showing that the rotor pump did not rotate smoothly. The potential root cause for the reported issue could be the defective pump rotor or motor controller. However, since the thermogard console was not evaluated by zoll, the suspected root cause could not be conclusively confirmed. The console cannot be used for clinical therapy until repairs have been made.

Manufacturer narrative:
The thermogard console (s/n (B)(6)) was evaluated by zoll service personnel at the customer site. The reported complaint that the thermogard console displayed a tcmid:01 (pump failed) error message was confirmed during both the event log review and functional testing. The root cause of the tcmid:01 was the input/output (I/o) printed circuit board failure, likely due to the aging of the device. The thermogard console was manufactured in may 2014 and is over 8 years old, well beyond its expected service life of 5 years. Upon visual inspection, no physical damages were observed on the console. The event log review showed multiple occurrences of tcmid:01 (pump failed) error messages around the customer's reported event date, confirming the reported complaint. Technical investigation revealed that the root cause of the error was the I/o board failure, which was replaced to remedy the fault. Following service, the thermogard xp ivtm system passed all functional tests without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the thermogard console with serial number (B)(6).